Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that MRI compatibility guidelines were requested. It was unknown if the MRI was due to a problem with the ins or therapy. It was further reported that there was poor telemetry or no telemetry with recharging and poor communication. The patient reported the battery was dead and stated that the ins battery has not worked. The patient tried recharging and a week later tried recharging again. The patient was last able to successfully charge the device 2 years ago. The patient was redirected their healthcare provider to address the possible overdischarge and to restart the ins for the MRI. The patient said the doctor scheduled to remove the ins on (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.